Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed there was a device lock up, where the measurement system locked up, resulting in an unclearable eri (elective replacement indicator). A single unit was repaired but no other devices were repaired.

Event description:
It was reported that the device was not giving battery voltage and impedance measurements. Interrogation showed the device was at rrt (recommended replacement time) and there was a message of "no battery voltage or impedance can be detected". The rrt could not be cleared and the device was locked in vvi 65 mode. Review of device data showed that the issue is in the hardware that measures the battery and provides results. It is a device lock-up that can be corrected with using specific software through a programmer. A meeting was planned to resolve the issue. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed there was a device lock up, where the measurement system locked up, resulting in an unclearable eri (elective replacement indicator).

Event description:
It was reported that the device was not giving battery voltage and impedance measurements. Interrogation showed the device was at rrt (recommended replacement time) and there was a message of "no battery voltage or impedance can be detected". The rrt could not be cleared and the device was locked in vvi 65 mode. Review of device data showed that the issue is in the hardware that measures the battery and provides results. It is a device lock-up that can be corrected with using specific software through a programmer. A meeting was planned to resolve the issue. The device is still in use. No patient complications were reported as a result of this event.